Event description:
According to the customer, a cap survey sample was run with a sample ID and a medical record number. An ld result of 572 iu/l was uploaded to the laboratory info system (lis). Customer does not know if the data manager (datalink) actually uploaded the incorrect results. The chemistry analyzer that performed the test had an instrument printout result of 203 iu/l for ld. This was the correct result. The incorrect result did not have a direct affect to any pt. The sample involved in this event was a cap survey sample. All pt samples that were tested with the cap survey sample were tested and uploaded correctly.